Event description:
It was reported that the insulin pump alarmed low reservoir and customer was unable to get the act or esc button to work. Customer needed assistance to clear the low reservoir alarm. The customer was assisted in clearing the alarm. Customer's blood glucose was 198 mg/dl. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.